Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient took a double dose of insulin last (B)(6) 2024. On (B)(6) 2024, the cgm reading was 194 mg/dl and the bg reading was 152 mg/dl. After taking double shot of insulin, she felt sick and her tongue was swelling. The patient called 911 and she was taken to the emergency room (ER). There they performed lab work, blood work, and it was reported that the patient suffered also uti. They took a bg reading which was 43 mg/dl and the cgm reading was 83 mg/dl. The patient was treated with losartan (daily medication), ciprofloxacin (for uti), metronidazole (for uti, pain killer), dastron (anti-nausea) and zofran (anti-nausea). There was no treatment documented for hypoglycemia. The patient was discharged (B)(6) 2024. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. When the patient got the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.